Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was leaking out of the infusion set at her site location. The infusion set cannula was bent. Customer's blood glucose level was 478 mg/dl. The device was not returned.